Event description:
Type of procedure: it was reported that patient underwent a procedure utilizing a regenerex ringloc cup with locking ring in 2009. During the procedure, the surgeon fully seated the cup and began to drill for a screw when the ring was found to be loose in the wound. He attempted to place the locking ring on the cup again, but was unsuccessful. The component was replaced with another regenerex ringloc cup.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component confirmed an out of specification condition of the lock ring, due to impaction; however, engineer determined the out of specification dimension can be altered during assembly and disassembly of the ring/cup. Additionally, during the impaction of the cup, the ring can loosen enough to become uncaptured from the cup ring groove. There was nothing noted that would indicate a manufacturing issue with regard to the lock ring. This report filed october 12, 2009.

Event description:
It was reported that patient underwent a procedure utilizing a regenerex ringloc cup with locking ring in 2009. During the procedure, the surgeon fully seated the cup and began to drill for a screw when the ring was found to be loose in the wound. He attempted to place the locking ring on the cup again, but was unsuccessful. The component was replaced with another regenerex ringloc cup. This caused a delay greater than thirty minutes.